Manufacturer narrative:
Unit is currently under eval.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG and spo2 monitoring. No pt injury was reported.